Event description:
Guidant received info that this implantable cardioverter defibrillator (ICD) exhibited a stuck df-setscrew. This observation was made during a lead revision procedure, which was performed due to high defibrillation thresholds (dft's). The decision was made to remove this device, and a similar product was implanted without reported difficulty. To date, there have been no reported pt symptoms associated with this clinical observation. Subsequently, this device was pulled from archive for further analysis testing.

Manufacturer narrative:
Laboratory analysis of the returned device showed that df-setscrew was in a fully retracted position and could not be backed away from the retainer ring. Ultimately, the setscrew was loosened using a model 6942 bi-directional torque wrench, and the technique described in a recent product update titled "loosening stuck setscrews". The stuck setscrew now moved freely. During subsequent device testing, portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low voltage capacitor, which resulted in a high current condition. Despite this compromised capacitor, current leakage was not sufficient to adversely impact device longevity. Normal pacing, sensing, and defibrillation therapy functions were verified during testing.